Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was received by the manufacturer which indicated that a pump exchange was performed with the cause of the exchange being "driveline damage." No further information is available at this time.